Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation with unknown mentor gel breast implant experienced right-sided implant rupture postoperatively. Rupture was diagnosed by physical examination and confirmed by MRI. Additionally bilateral device migration was noted. As a result, the patient underwent explantation and replacement with mentor gel on (B)(6) 2021. The right sided rupture was reported initially under 1645337-2021-07910 on (B)(6) 2021. On (B)(6)2021 mentor received additional information and initial awareness of bilateral device migration. This report relates to the left prosthesis.